Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer changed pump supplies to address the occlusion. Customer's blood glucose (bg) was approximately 30 mg/dl, cause was unknown. The customer addressed the low bg with glucose tablets. Recommendation was made to consult with healthcare provider regarding diabetes management.